Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40 mg/dl). Customer was assisted by family members who brought food/juice to address bg. Customer thought low bg may have been due to corrections or inputting the incorrect carbohydrates/bg amount. However, customer was working with a healthcare provider with adjusting the pump settings.